Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and patient line. The user's blood glucose level was 222 mg/dl. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 100 units. Reportedly, the user filled tubing with 30 units to attempt to remove the bubbles. The user would load a new cartridge.